Event description:
It was reported that during a tonsillectomy procedure the blade broke when activated during the procedure. No piece fell into the patient. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.